Event description:
During review of programming and diagnostic history, it was observed that the vns patient¿s device settings were programmed to settings indicative of an interrupted system diagnostic test during an office visit on (B)(6) 2012. The physician subsequently corrected the settings. No patient adverse events were reported.

Manufacturer narrative:
Review of the available programming and diagnostic history.